Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. The pump was not explanted; therefore, the pump was not available for evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was expired due to infection. The driveline infection onset date was (B)(6) 2017. There was drainage from the driveline site and the patient underwent debridement on an unspecified date. The infection was also treated with unspecified antibiotics. Due to limited treatment, the patient was transitioned to hospice care. The patient expired on (B)(6) 2018. The lvad clinician reported that the device operated as expected.